Event description:
During a coronary drug eluting stenting treatment procedure, a dissection occurred. The physician was predilating the native, calcified, tortuous rca, whose bypass graft had closed, with a quantum maverick when a distal dissection was noted. The dissection was successfully treated with taxus express2 2.5 x 16 mm. Taxus express2 3.0 x 24 mm and taxus express2 2.5 x 12 mm drug eluting stents. Various balloons and wires were used during the procedure. A cypher 2.5 x 18 mm dislodged during the procedure. The physician deployed it in the proximal rca with a maverick balloon catheter. Three other taxus express2 drug eluting stents were not able to cross the lesion. The pt was reported to be in good condition.